Manufacturer narrative:
Customer reported problem: customer reported that there was over delivery and over infusion with the device. Tamper seal were not broken, device was in good condition with no appearance of any physical damaged. No error which related to customer reported problem was found in ehl. Accuracy test was performed and all the reading of size within the required specs, pump operated as intended. Customer caused the problem and did not clear the previous volume delivery before staring the new one, also customer was using the wrong syringe during one of their infusion program. Repair was not needed due to no problem found on pump. Performed pm maintenance and all functional testing.

Event description:
It was reported that there was over delivery and over infusion with the device. No patient injury was reported.